Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) implanted for spinal pain. Patient stated she had a device which was removed in 2007, it was reported that the device was not working, and so was removed. No other information was known. No symptoms were reported. The patient's weight was unknown. No further complications were reported.